Manufacturer narrative:
A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The reported event stated the guidewire was stuck in the farawave catheter however the customer returned the guidewire without the catheter. Analysis took place on the guidewire as returned. A visual and microscopic examination of the returned product was completed, and the following features were observed: this is 3-piece construction: coil, core, and ribbon. The ribbon and coil are welded at the distal end, and the ribbon, core and coil are welded at the proximal end. The guidewire returned with a fractured ribbon and a kink present at 23.6cm from the proximal weld. There was overstretched coil at the distal end of the guidewire and 6cm of ribbon protruding from the coil. The portion of the ribbon behind the distal weld was not visible and permission to deconstruct was granted from the customer. The ribbon broke just behind the distal weld. There is evidence of necking on both sides of the ribbon fracture points, which would suggest that this fracture was due to tensile overload. No anomalies were observed to indicate a manufacturing issue with the proximal weld. The proximal weld was intact. No other damaged was noted on returned guidewire. At this time, it is not possible to assign a definitive root cause for the event as reported. The root cause is undetermined: cause not established. Based on the information provided by the supporting documentation, "excessive force used" and/or "incompatible device used" appears to have impacted on the event as reported. As indicated in the IFU (instructions for use) precautions section: · exercise care in handling the of the guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking, or coil separation. Lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently.

Event description:
Event description: per cnf, it was reported that: event: stuck please state the details on how the stuck occurred; when a starter guidewire was inserted into the farawave catheter during preparation and checked the deployment of the basket and flower type, the handle became stuck midway and the guidewire could not be removed, causing the stuck. What is the doctor's opinion on the cause of the stuck? When first tried to pull the handle, a resistance was felt and it was stiff. Please provide details on how it was unstuck; unable to resolve the problem, so a new device was used. Was there any other catheter in the heart when the health problem occurred?; it happened during the preparation when it was not yet placed inside the patient. Was the orion catheter used in combination? No if q6 is "yes," where was orion located?; if q6 is 'yes', was orion left deployed?; please state the size and name of the sheath used together; physician comments: patient outcome: no patient injury infected: unknown generator/controller: unknown ablation catheter used: unknown other used: unknown.